Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump would not stop alarm. Customer¿s blood glucose was 320 mg/dl. Customer reported that she was reading, and then pump started alarming out of nowhere. Customer stated that she does not have access to pump, pump is not allowing any commands to process. Advised customer that pump will need to be replaced and that she needs to revert to her backup plan and discontinue the use of her pump. Insulin pump is expected to return for analysis.

Manufacturer narrative:
No button error alarm or any alarm noted during testing. Unit had unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No missing segment/partial display anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.